Manufacturer narrative:
The device was evaluated by olympus. No image was displayed and the cause was assigned to a faulty cable unit. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of no image was failure of the cable unit due to damage caused by the user. As stated in the instructions for use, as a preventive measure: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility returned to olympus the olympus, model otv-s7h-1d-l08e, camera head for repair due to a report of a detached rubber piece. Upon inspection and testing of the returned device, it was noted that no image was present. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.